Event description:
By using -amo- complete moistureplus multipurpose contact lens solution daily, severe pain, redness, itch and discomfort in eyes were caused. I had to go to my eye dr but it didn't help as I didn't realize that was caused by the product. The problems lasted for about one month.